Event description:
The olympus representative reported on behalf of the customer, the bending section on the endoeye flex deflectable videoscope was leaking. The issue was found during preparation for use for a diagnostic procedure. The intended procedure was completed with a similar scope. No reported patient harm. During the evaluation of the device, it was noted there was no video image due to a breakage of the charge-coupled device unit. This report is to capture the reportable malfunction of no video image due to a breakage of the charge-coupled device unit noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. There was waterproof failure due to the scratch on the light guide connector. The device presented an error code e311 (the white balance has not been set). The video cable was dented. There was switch two (2) failure due to the breakage. There was a gap on the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: the physical stress on the video cable caused the buckling/disconnection of the imaging cable. Damage to the image pickup unit or internal board of the video connector due to moisture entering the device from the leak point. The event can be prevented by following the instructions for use which state: "do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result." Olympus will continue to monitor field performance for this device.